Manufacturer narrative:
2020-03-20, 14:09:50, ayills2: a supplemental report is being submitted for device evaluation. Product event summary: one controller, four batteries, and one controller ac adapter were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. The power sources were able to adequately connect to a test controller. Failure analysis of the returned controller revealed that the device passed functional testing. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Visual inspection revealed contamination within the power ports and the serial port of the controller, likely due to handling of the device. Additionally, it was observed that the serial port data cap was missing. The missing serial port cap is an additional observation unrelated to the reported event. The serial port contamination and missing serial port cap are additional observations not related to the reported event and can be attributed to the handling of the device. A visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. It is likely this is related to the reported "oxidation" event. As a result, the reported "oxidation" event was confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving four batteries, and a power adapter. Momentary disconnections will result in an audible tone. Controller log files also revealed multiple controller power up events were logged between 14-jan-2020 and 18-jan-2020. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average of 20 seconds per loss of power. As a result, the reported losses of power were confirmed. The reported poor mechanical connection could not be confirmed; however, it is likely the momentary disconnections contributed to the reported poor mechanical connection event. A power source lubrication procedure was performed on the batteries in accordance with the requirements on 18-jul-2018. A power source lubrication procedure was performed on the other two batteries on 21-jun-2019. There is no evidence that the lubrication servicing was performed on cac adapter. The most likely root cause of the momentary disconnections prior to lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and batteries. The most likely root cause of the momentary disconnections after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported "oxidation" event can be attributed to temporary corrosion of the controller-port pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections prior to lubrication servicing. Additional products: bat324418 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 bat324421 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 bat324437 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 bat324489: h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 bat652859: h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 bat652868: h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 cac105171: h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: (B)(6) d10: yes, return date: 03-feb-2020 dev rtn to MFR? Yes h6: FDA results code(s): 3233 (B)(6) d10: yes, return date: 03-feb-2020 dev rtn to MFR? Yes h6: FDA results code(s): 3233 (B)(6) d10: yes, return date: 03-feb-2020 dev rtn to MFR? Yes h6: FDA results code(s): 3233 (B)(6) d10: yes, return date: 03-feb-2020 dev rtn to MFR? Yes h6: FDA results code(s): 3233 cac adapter d4: model #: expiration date: 02-dec-2017 UDI #: (B)(4) d10: yes, return date: 03-feb-2020 dev rtn to MFR? Yes h4: mfg date: 02-dec-2016 h6: FDA results code(s): 3233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 16-nov-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery , model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 16-nov-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ cac adapter, model #: 1430us / catalog #: 1430us / expiration date: unk / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple unexpected losses of power causing ventricular assist device (vad) stops. There was a loss of connectivity between the controller and the power sources and an oxidation on the controller was noted. The losses of power happened on multiple power sources. The controller, controller ac (cac) adapter and four batteries were replaced while two batteries remained in use. No patient complications have been reported as a result of this event.